Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in ada site 9 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in ada site 9 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).